Event description:
The customer reported that no x-ray was produced when the fluoroscopy button was pressed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The contact of the 5v line inside c-arm was reseated. The system was tested and found to be working as intended and put back into service.